Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was having issues connecting to the meter. Blood glucose value was 420 mg/dl at the time of the incident. The customer was not hospitalized and did not want to troubleshoot for the high blood glucose reading. Troubleshooting was performed and the issue was resolved by connecting the meter to the insulin pump. Nothing will be replaced or returned.